Event description:
It was reported that the pulse generator exhibited excessive battery discharge. The device reached elective replacement indicator on (B)(6) 2010, with battery values of 2.59 v and 8 ua. On (B)(6) 2009, the battery voltage was 2.85 v with an estimated 3.2 to 4.4 years remaining longevity. The pulse generator was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Final analysis found an internal short in the battery. This was the cause of the reported excessive battery discharge.